Event description:
The following has been reported: reported pump with a needs service message. Rebooted pump and tried to setup an infusion, could not start infusion due to error message popping up again, after reboot a review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 1)(pva-1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The pump experienced a pump problem alarm. Since the check valves and diaphragm did not show signs of damage, the cause of the failure must be further inside the compressor. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.